Event description:
A physician reported that an ophthalmic console had lamp-on error occurred in the upper and lower illuminator modules before vitrectomy surgery. The procedure was completed after replacing the other. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company representative was able to replicate the reported event. The tabletop illuminator, lamps (2), the cabling, and the auxiliary illuminators were all replaced to address the issue. These items were on back order until they were received and installed at the facility. The items were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The tabletop illuminator, lamps (2), the cabling, and the auxiliary illuminators were received for testing on this investigation. A visual assessment of the returned samples revealed no obvious nonconformities. The reported events were confirmed and replicated. The tabletop power and cable were tested and found to meet all specifications. The tabletop illuminator was tested and displayed system message (sm). After replacing the nonconforming lamp, the tabletop illuminator worked as intended. The auxiliary illuminator was tested and displayed sm. Even with the replacement of the nonconforming lamp, the auxiliary illuminator did not work due to both electrode tubes being loose. The root cause of the reported tabletop and auxiliary illuminator issues were attributed to the nonconforming lamps and the loose electrode tubes. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).